Manufacturer narrative:
The customer was contacted requesting for the patient information and alarm information, but no response received.

Event description:
The customer reported that the blower is not running. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned blower assembly shows that the blower assembly test failed, bad temperature sensor lm20 generated the blower temperature too high error. This blower assembly will be send out to rimr manufacture for further analysis and their findings will be amended to the failure investigations report.